Event description:
On (B)(6) 2026, a cetas healthcare notification was received via email indicating that information had been obtained from a clinical study. According to the report, the healthcare provider stated that fixation was not achieved successfully due to pullout, described as the detachment of the screw from the bone or soft tissue. The healthcare provider further reported that the failure of fixation was not associated with trauma. A revision procedure was subsequently performed to address the fixation failure. The device used during the initial procedure was a bioabsorbable tenodesis screw for carpometacarpal (cmc) joint arthritis.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.